Event description:
It was reported that interrogation indicated that three months prior the right ventricular (rv) lead impedance had increased to greater than 2500 ohms. The rv lead impedance was variable and had since decreased back to 800 ohms. There was also evidence of noise and oversensing. It was noted that a patient alert had been triggered for out of range impedance. It was also reported that a secondary patient alert was triggered due to the device having an unsuccessful wireless telemetry. The rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly pace lead impedance trend data shows varying impedance and abrupt spike increases for min and max right ventricular pace equals 752 to 2832 ohms peak between (B)(6) 2010 and (B)(6) 2011. Oversensing, ventricular (non-sustained tachycardia) nst less than equal to 200 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011.